Manufacturer narrative:
The device was not returned for analysis. Attempts to gather additional information have been, however, no response has been received. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the guidewire did not pass through the distal section of the microcatheter apollo, as the tip of the catheter was alleged to have been puncture. The apollo was replaced with a new apollo and the guidewire advanced without issues. There was no patient injury. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. The anatomy was moderate in tortuosity. There was no other notable damage to the devices.

Manufacturer narrative:
The device has not been returned by the customer. Linked with MDR# 2029214-2018-00764. If information is provided in the future, a supplemental report will be issued.